Manufacturer narrative:
Per the clinic, the patient experienced skin overgrowth and developed an infection at the implant site. Subsequently the patient was taken to the operating room on (B)(6) 2014 and administered general anesthesia to facilitate with an abutment exchange and was prescribed oral antibiotics (duration not reported). The implanted device remains. This report is filed (B)(6) 2014. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics (date not reported) due to chronic infection at the abutment site. The implanted device remains.